Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the vns patient¿s device showed high impedance so the lead was also replaced during the procedure. The explanted generator and lead have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.